Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the distal end of the main tube of the instrument to have sections with material removed and a rough surface finish. There is a scratch mark located .925 above the proximal clevis that is not axially aligned with the tube. Above the scratch is a 1.75 long section exhibiting wearing parallel to the tube axis. No other damage found.

Event description:
It was reported that during a da vinci si surgical procedure, fragments of a da vinci surgical endoscopic instrument were observed falling into the patient. The patient's affected area was irrigated and known pieces were removed. Upon removal of the instrument, the site observed the shaft of the instrument to appear as if it were scratched. No patient harm, adverse outcome or injury was reported. On december 24, 2009, the site returned two instruments for this event and on january 4, 2010, additional information was received stating that both instruments were used during the above mentioned procedure. See MDR 2955842-2009-00407.